Event description:
It was reported that a reamer and an extraction bolt broke during a planned removal of hardware from the femur of a patient. On (B)(6) 2015 a (B)(6) male patient underwent a planned hardware removal of a hip arthrodesis (cobra) plate. During the procedure, a reamer and an extraction bolt broke. No pieces of instrument remained in the patient. The surgeon discontinued the surgery because there were no back-up instruments to continue the procedure. The patient is scheduled to have the hardware removed on a later date. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.